Event description:
Customer reported device = 534 mg/dl. Customer did not take any additional medication. Customer began feeling like blood glucose was low. Customer went to doctor at approximately 5 pm. Doctor's device = 40 mg/dl. Doctor gave customer some "sweet bread". Customer was retested and result = 82 mg/dl. No controls used. A request was made for return product and replacement product was sent.